Event description:
At about 3 years 7 months after the primary, the patient came in due to instability and the cause is unknown. The surgeon revised the head and liner to a double mobility system to increase stability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30 september 2025. Ball heads: cocr 01.25.030 cocr ball head 12/14 ø36 mm size s (k080885) lot 2010471: (B)(4) items manufactured and released on 05-march-2021. Expiration date: 2026-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional devices revised: batch review performed on 30 september 2025. Liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot. 2111814: (B)(4) items manufactured and released on 27-sep-2021. Expiration date: 2026-09-07. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.